Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous thrombin injection procedure using a 6f sheath. Reportedly, the first prostyle device was used without any issue except hemostasis was not obtained and so the suture was cut below the skin line and removed from the anatomy. Closure was over the wire, therefore, vessel access was maintained. A second prostyle was attempted to be used; however, no suture was present when the plunger was removed, a cuff miss occurred. The prostyle device was removed over wire and a non-abbott device was used for successful closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.